Event description:
It was reported that the patient presented to the emergency department with complaints of sore pain around the side of the implant and feelings of electric current going into their shoulder. A transmission noted the right atrial (ra) lead with a polarity switch to unipolar due to low impedance measurement and atrial oversensing which resulted in a polarity switch. The patient¿s record noted that they had neck surgery, which occurred on the same date as the polarity switch. It was also reported that a few days after the neck surgery, the patient experienced a fall. Additional information from the clinic confirmed that the patient was seen and the cause of the patient¿s symptoms was unable to be determined. The device and leads were found to be working appropriately. They will continue to monitor the patient. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).